Event description:
The ge oec 7700 fluoroscopy system would not produce x-rays. System would not fluoro.

Manufacturer narrative:
A ge oec service representative investigated the issue and after troubleshooting found the x-ray generator caused the no x-ray malfunction. The x-ray generator was removed and replaced and collimator aligned. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction.